Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed the power flex circuit was damaged. Component jp4, pins 2 and 4, of the power flex circuit were burned. The power flex circuit was replaced to correct the reported problem. The ventilator pigtail was also replaced.

Event description:
It was reported that the lemo connector came off of the ventilator and the ventilator was damaged when trying to put the pigtail back on.